Event description:
A caller reported that the quick bolus and wake button on their pump was difficult to press and required multiple presses to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on how to properly press the button and determined that the pump would be replaced, although it was noted that the pump was not under warranty. The caller was advised to continue using the pump and to contact their clinic to obtain a new one.